Manufacturer narrative:
Per the clinic, the patient experienced necrosis at the implant site (specific date not reported).

Manufacturer narrative:
Per the clinic, the patient was explanted on (B)(6) 2024 under general anaesthesia. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced multiple extrusions, exposing the receiver/stimulator. Subsequently, the patient underwent a revision surgery on (B)(6) 2022, to reposition the device and was treated with oral antibiotics for a duration of 5 weeks. The patient also underwent a skin graft revision surgery on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.